Event description:
Clip applier jammed during use; clips are still dangling at the jaws for inspector to see.====================== health professional's impression======================device jammed while trying to clip biliary tract during cholangiogram; new clip applier introduced to the field and the surgery continued uneventfully.====================== manufacturer response for endoscopic stapler 5mm, ligamax 5======================will mail box and shipping label to us for ethicon experts to examine; will send free replacement.